Manufacturer narrative:
Per the FDA request for submission of the initial report on 04/15/2020, this record was prepared based on our records of the original submission and its follow-ups.

Event description:
Customer claims brush head broke one of her crowns. Claims while brushing the top teeth in the back the brush head came into contact with bottom crown. Very last molar in the back of the mouth on the bottom. The corner of the crown broke off. Consumer has contacted dentist but has not gone in to see dentist yet.